Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code. The main printed circuit board (pcb) was out electrical specification. Analysis also noted that the atrial output connector was broken, upper case was broken around the rate encoder, keypad window was damaged, display was damaged, both output connector nuts were discolored, and display wire was pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The device was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.